Manufacturer narrative:
A thorough investigation was performed, and the issue was not able to be reproduced. The replacement of the acquisition module and power regulator resolved the immediate issue. The system has returned to service with no similar issues reported.

Event description:
A customer reported their epiq cvxi ultrasound system shut down three times during tavi heart surgery. The procedure was completed on the same system. There was no patient or user harm associated with this event. The acquisition module and power regulator were replaced to resolve the immediate issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.